Event description:
This lead was implanted on (B)(6) 02 and was capped on (B)(6) 11 due to noise, potential lead fracture. The physician was dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).